Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 03 june 2026, a 27mm navitor vision was selected for implant using a large flexnav delivery system. The patient was in severe heart failure with an ejection fraction of 20%. The patient had biventricular pacing at the start of the procedure. The device was implanted. The final implant depth was 2mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). After the procedure the patient required a non-abbott heart pump. The heart failure persisted, and the patient passed away on an unknown date.